Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation including a device history record review were performed for the subject device ( ti sternal locking star plate 6 holes, part number 460.035, lot number 7068334). The star pate was received intact with wear consistent with implant and explant. There was one screw retained in the plate on middle hole of the male plate half. A device history record review was performed for the subject device lot. The lot was manufactured on oct 24, 2012. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti sternal locking plates was processed through the normal manufacturing and inspection operations with no non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the current design drawing was performed. During the investigation no product design issues or discrepancies were observed. The returned implants were determined to be suitable for their intended use when employed and maintained as recommended. The customer quality investigation shows that this implant is intended for use in primary or secondary closure/repair of the sternum following sternotomy or fracture of the sternum, to stabilize the sternum and promote fusion. This information is provided per the titanium sternal fixation system (tsfs) technique guide. The overall complaint condition is confirmed as the screw is still attached to the plate which is consistent with construct pullout; however, a definitive root cause of the implant migration could not be determined given the unknown conditions at the time of the initial implant, during implant, and at the time of removal. Information on patient compliance and activity level, comorbidities, and the surgical technique were also not available. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Concomitant device re-reviewed and determined to be reportable. This field should be blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 4 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). It was initially reported to the manufacturer on apr 28, 2016, that the emergency pin had come loose. Additional information regarding the event, implants (including the subject device), and revision surgery was received on (B)(6) 2016. The subject device was received on may 3, 2016; however, it was not known what allegation of complaint was against it until (B)(6) 2016. (B)(4). The subject device has been received and is currently in the evaluation process. A device history record review of the subject device lot will be requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was initially reported that the emergency release pin in the middle of the patient's sternal plates had come loose. Wires had originally been used for sternal closure after a coronary arterial bypass graft (CABG) on an unknown date. The patient underwent revision surgery on (B)(6) 2016 due to non-union and wound dehiscence with possible infection. During this surgery, four sternal plates and (B)(4) screws were implanted. It was later noted on x-ray(s), taken on an unknown date, that the emergency release pin had come loose. The issue was reported to synthes on (B)(6) 2016, but revision surgery had not yet been planned at that time. It was further reported that the patient underwent revision surgery on (B)(6) 2016. It was determined that the patient did not have infection as previously suspected-just reddened skin. The previously implanted hardware had become detached from the patient's sternum and the sternum seemed "fall apart" beneath the hardware. The following observations were made superior to inferior in order: sternal locking star plate (B)(4)-holes-still attached to right side of sternum but pulled out of left side; sternal locking straight plate (B)(4)-holes (right side)-plate still attached to the bone but emergency release pin has detached from plate; sternal locking straight plate (B)(4)-holes (left side)-left side of plate still attached to the bone and right side has pulled out of the sternum; and sternal locking angled plate (B)(4)-holes-plate attached to right side of sternum but has pulled out of left side. None of the screws had backed-out of the plates and were still locked to the plates, so it was conveyed that their locking function was adequate. It was noted that the threads of the screws were no longer held by viable bone in the areas were the plates had pulled away. All of the plates and screws were removed successfully from the patient. It is unknown if additional revision surgery was performed. There was no reported surgical delay. This report is 3 of 4 for (B)(4).